Event description:
It was reported that the patient received two amphirion deep pta balloon catheters in the right pta artery. Approximately 13 months later it was reported that the patient suffered from sepsis and the outcome was reported as death on the same date.

Manufacturer narrative:
(B)(4).